Event description:
Per the clinic, the patient was explanted due to severe headaches with use of the external processor. No testing was done to confirm device failure. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.